Event description:
Patient complained of discomfort. Device was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Discomfort was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.